Manufacturer narrative:
The reporter's meter was returned for investigation. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 46, 44, and 46 mg/dl, level 2 ¿ 304, 306, and 307 mg/dl. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Meter memory indicated an error. Meter was disassembled and contamination was observed. The issue is consistent with customer mishandling of the device.

Manufacturer narrative:
The customer¿s device was requested for investigation, but has not been returned. The investigation is ongoing.

Event description:
The initial reporter complained of an accu-chek inform ii meter malfunction for one patient. At 15:57 p.m., the reporter stated a patient ID was scanned and without a sample applied to the test strip, a "hi" result was displayed. The patient's result that was displayed was "over 600 mg/dl." The reporter confirmed there was no lab draw, and the result appeared on its own without a blood sample. The reporter confirmed the port was not contaminated.